Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high troponin (accu tni) results generated by the unicel dxc 600i synchron access clinical system for two (2) patient samples. Patient a: an initial accu tni result was 16.75 ng/ml and 0.03 ng/ml upon repeat. Patient b: an initial accu tni result was 0.29 ng/ml and 3.11 ng/ml and 0.20 ng/ml when the sample was retested. Accu tni results were not reported out of the lab and the customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed or connected with this event.

Manufacturer narrative:
Qc level I was within specification prior to and after the event. Qc level iii was out of specifications low before the event and repeated within range upon repeat. Qc level iii was also out of specifications low after the event and recovered within range when repeated. System checks performed two times in 2008 passed. A new reagent pack was loaded before repeat testing for pt one. Customer collects samples in 5 ml, bd green tube with gel. Actual centrifugation parameters were not provided, but customer stated that samples were centrifuged per bd's guidelines. Specimens were capped and processed through the closed tube accessing (cta) system. A field service engineer (fse) was dispatched on 03/05/2008: the fse inspected the instrument and discovered a slit on one of the small peri-pump tubing and replaced it. The fse adjusted transducer voltage and verified mixer's speed. The fse ran a system check with good results. The fse conducted a diagnostic testing which failed. The customer used an alternate instrument and the fse returned to the customer's lab on six days later: the fse replaced: wash buffer tubing with correct tube length, peri-pump and wash pump. The fse performed a diagnostic testing which partially failed. The fse cleaned waste line and replaced aspirate probes. The fse repeated the failed portion of the diagnostic testing which passed and verified repair per established procedures. Hardware issues addressed by the fse may have contributed to this event. However, a clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.